Manufacturer narrative:
Additional information is provided in sections d.9, h.3, h.6 and h.11. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The product under investigation is not a serviceable device. Therefore, a service record review was not performed. Sample was received at the manufacturing site . A visual assessment of the returned sample revealed no visual nonconformance. The handpiece was connected to a calibrated resistance breakout box, where the input impedance, output impedance, resistance, and dissipation values. The resistance and dissipation values were found to be out of specification. However, testing at manufacturing site found that the root cause of the handpiece is attributed to high dissipation crystals in the handpiece the root cause of the reported event can be attributed to high dissipation crystals; however, how or when the crystals became nonconforming remains inconclusive. This complaint has been reviewed and based on a low occurrence rate, it is determined that no further actions will be pursued at this time. Quality assurance has reviewed this complaint and will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported that during a cataract surgery, the ophthalmic handpiece was unable to generate both torsional and longitudinal ultrasounds. The procedure was completed the same day by replacing the handpiece with another one. No patient impact was reported.